Manufacturer narrative:
Additional narrative: patient information is not available for reporting. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). This part is a class I instrument with product code fzx. As such there is no 510(k) associated. The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Manufacturing location: (B)(4); manufacturing date: 12.april 2016. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it is reported during an open reduction internal fixation (orif) of the ankle on (B)(6) 2017, while surgeon was drilling using the drill sleeve, the drill sleeve broke into two pieces. No pieces fell into the patient and no surgical delay was reported. Procedure was completed with another device with no harm to patient. This report is for one (1) drill guide. This is report 1 of 1 for (B)(4).